Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The returned device analysis was unable to confirm a leak. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. It is possible that the user technique during aspiration contributed to the reported leak; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the steerable guiding catheter (sgc), the fluid column was lost (leak); if a leak were to reoccur, there is potential of air embolism. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) was prepared for use, and advanced through the atrial septum per the instructions for use (IFU). When normal aspiration was performed, the fluid column was lost (leak); therefore, the sgc was removed and replaced. No air entered the system or the anatomy, and no aspiration was performed outside standard procedure. A new sgc was used without issue. One clip was implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.